Event description:
Alleged event: the balloon deflates quickly, the catheter does not stay in place. There was no reported pt injury.

Manufacturer narrative:
Qn# (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.